Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded a code 1007 indicative of the capacitor charge time exceeding the limit. The system had delivered a shock a few days prior to the alert. Impedance measurements were stable but there is insultation damage. The crt-d was explanted and successfully replaced. This rv lead remains in service. No additional adverse patient effects were reported.